Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub. A microscopic examination of the hemostatic valve surface showed stress marks on it. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The hemostatic valve separation could be related to the impeded condition reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the hemostatic valve separation could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo for which biosense webster¿s product analysis lab (pal) revealed that the hemostatic valve was dislodged inside the hub. Initially, it was reported that the vizigo sheath was not going through the dilator. The vizigo sheath was replaced with resolution. The resistance did not cause any damage to the sheath nor to the dilator. There was an occlusion noted before the procedure, and the irrigation was completely blocked. There was no material found that caused the obstruction. No adverse patient consequence was reported. The event was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 29-nov-2024, the hemostatic valve was found dislodged inside the hub. This was assessed as MDR reportable with an awareness date of 29-nov-2024.